Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section e1: telephone number:(B)(6). Section h3-other (81): the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain missing information; however, the account did not provide the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was inserted into the patient¿s operative eye, after inserted, the surgeon noticed that the lens was scratched. The surgeon then removed the implanted lens and used the backup lens. Through follow-up, it was learned that a large paracentral scratch was seen on iol optic once implanted. The iol halved and was removed with mst (microsurgical technology) set. There were no issues. The backup lens was the lens same model/diopter and was successfully implanted in the patient's left eye. There was no vitrectomy, incision enlargement, or sutures required. There was no patient injury. The patient is doing good post-operatively. The iol has been discarded. No other information was provided.